Event description:
Ruptured a saline implant and switched to silicone. After surgery I was said to have extreme hypothyroidism, fatigue, no libido, sensitivity to implant capsule, swollen feeling, depression. About 3.5/4 years of unexplainable problems since implant silicone surgery.